Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1029, awareness date 29-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2004. In 2011, she started having problems with weight gain and pain. In 2013 pain got worse. On (B)(6) 2014, she had a miscarriage of twins and her pain level went through the roof and she went to ER (emergency room). She had multiple tests, x-rays and scan done. After multiple visits, her physician found that the left coil was out of place and was causing the excruciating pain and infection. On (B)(6) 2014, hysterectomy was done (she was (B)(6)) and her surgery was longer than normal because her left coil migrated from her tube and was embedded in the top layer of muscle in her uterus. Her uterus was fused closed and scar tissue had her uterus and tubes matted together. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a miscarriage ten years after insertion (implying a pregnancy). Soon after, it was found that the left coil migrated from left tube and was embedded in the top layer of muscle in uterus (interpreted as device embedment). She underwent a hysterectomy 10 years after insertion. These events are serious due to medical significance and listed in the reference safety information for essure, except for miscarriage which is unlisted. In the present case, one of the coils was not properly located which could have contributed for the occurrence of pregnancy. However, given the nature of this event causality with the suspect insert cannot be excluded (device ineffective). Miscarriage is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. Regarding device embedment (partial uterine perforation); uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the perforation was diagnosed 10 years after essure insertion. Given the nature of this event, causality with the suspect insert cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.